Manufacturer narrative:
(B)(4). The customer has advised physio-control that they would not like to repair the device due to the age and costs associated with repair. The device will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer originally reported that the display on the device was not functional. After an evaluation by physio-control, it was observed that the device repeatedly logged an event code and was exhibiting a lock-up failure. There was no patient use associated with the reported failure.